Event description:
Synvisc one injected both knees for arthritis. Patient became very lethargic. Legs swelled and became misshapen. Pain spread to other joints, hip bursitis, ankle pain, shoulder pain, neck pain. Unable to bend knees or walk for a few days and then only with a walker without bending knees. Fell 3 times when knee "gave out". Received cortisone in both knees twice. Received cortisone into bilateral hip bursa. Received a methylprednisolone pack. Pain and stiffness persist and walking is difficult.